Event description:
During set-up for a nucleoplasty procedure, the pt was sedated under general anesthesia and an arthroscopic incision was made. The physician inserted the perc dlr spinewand into an arthrocare controller and tested the wand (lot q133510-a) with normal saline. The physician indicated that no rf energy was generated either in saline or on the pt. A second perc dlr spinewand (lot q133510-a) was tested in saline and on the pt, however, the wand failed to generate any rf energy. As a result of this event, the pt was under general anesthesia for approximately 30 minutes before the procedure was aborted.

Manufacturer narrative:
The pt identifier, age, weight, and gender were not available. Reference manufacturer report: 3006524618-2012-00731.